Event description:
The customer contacted beckman coulter, inc (bec) to report discrepant thyroglobulin antibody (thgabii) results for one (1) pt sample on their unicel dxl 800 access immunoassay system. The discrepant thgabii pt sample results were reported outside of the lab. It is unk if there was pt treatment impact associated with this event. The customer reported that the initial thgabii pt sample result recovered within the customer's reference range. However, upon repeat analysis, a higher result outside of the customer's reference range was obtained. Qc results were recovering within the lab's established ranges prior to the event.

Manufacturer narrative:
Svc was offered to the customer but the customer declined. A field svc engineer (fse) was not dispatched to the customer's site. A definitive root cause has not been determined for this event. This MDR represents event 2 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-05753, MDR 2122870-2011-05757. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.